Event description:
It was reported that after placing the right ventricular (rv) lead, measurement via the pacing system analyzer (psa) was performed and there was noted low r-waves and there was no capture at 5v. Therefore the rv lead was repositioned however, extension of the helix could not be confirmed following rotation with the pinch on tool. The rv lead was removed and helix extension/retraction test was performed and the helix would not extend after several rotations. The rv lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the inner tubing of the lead was extrinsically breached due to a tear, the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress, and the inner tubing of the lead became extrinsically distorted due to kinking/buckling. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant and visual summary analysis of the lead indicated stretching.